Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus on surface, and indications of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke and end fire occurred, during a photoselective vaporization of the prostate procedure, after 56443 joules of use. The tip was not cleaned during the procedure. Transurethral resection of the prostate (turp) was utilized to complete the procedure. There was no report of injury to the patient.

Event description:
It was reported that the fiber tip broke and end fire occurred, during a photo selective vaporization of the prostate procedure, after 56443 joules of use. The tip was not cleaned during the procedure. Transurethral resection of the prostate (turp) was utilized to complete the procedure. There was no report of injury to the patient.